Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was vibrating and beeping and was flashing black and while. Customer was not able to resolve issue due to buttons not responding. Customer's blood glucose was 113 mg/dl. Customer was advised that insulin pump would need to be replaced.